Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported a misalignment in the reaction of the touchscreen even after calibration was performed. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Based on information provided and/or service performed, the alleged malfunction was confirmed.

Manufacturer narrative:
H10: the touchscreen was returned and evaluated in the philips product investigation lab. The technician was unable to reproduce the alleged failure and found no problems with the component. Component level root cause remains unknown. Based on information provided and/or service performed the reported issue was confirmed by the field service engineer, however the failure lab was unable to reproduce the reported failure. The device was not being used for treatment when the reported failure occurred. Trends for this type of issue will continue to be monitored to determine if additional actions are required. The investigation concludes that no further action is required at this time. Based on information provided and/or service performed the reported issue was confirmed by the field service engineer, however the failure lab was unable to reproduce the reported failure. The device was not being used for treatment when the reported failure occurred. The investigation concludes that no further action is required at this time. H11: updated contact information, contact office entity, and manufacturing site.